Event description:
The facility representative reported overdelivery during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 02 2007. The device is not available to baxter for evaluation. Baxter had requested the device for evaluation, however facility did not return the pump to baxter for evaluation and service. Baxter could not confirm the customer reported problem of overinfusion, since no sample is available.